Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the left ventricular (lv) lead. The beat fell into blanking and pacing was delivered. Technical services (ts) recommended programming changes for the device. This crt-d remains in service. No adverse patient effects were reported.